Event description:
Medtronic (covidien) received report of flattening of a pipeline device during procedure. There was no report of patient injury as a result of this event.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The device has not be returned for evaluation; therefore, the event cause could not be determined. (B)(4).

Manufacturer narrative:
Additional information: device evaluated. Additional manufacturer narrative: device evaluation the pipeline delivery system was returned for evaluation and based on the analysis findings and the event descriptions, the clinical observation could not be confirmed and the event cause could not be determined as the returned pipeline braid was found fully opened with severely frayed at both ends. The pipeline braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. Both ends of the pipeline braid were found fully opened with severely frayed. No bends were found on the pushwire. No defects were found with the tip coil or proximal bumper. No other anomalies were observed. The capture coil was found to be stretched. However, the cause for damages could not be determined. Possible contributing factor of the reported event include damage to the braid and vessel tortuosity. However, the patient anatomy was not reported. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ if information is provided in the future, a supplemental report will be issued.